Manufacturer narrative:
H3: product analysis was done and broken device was returned in a (double) resealable bag. There were traces of contamination observed on the outer tube and the diamond tip. The diamond tip was recessed inside the outer tube. The proximal end of the inner assembly was broken off/detached from the outer assembly. The inner shaft was broken 0.48 inches from the distal end of the inner hub to the broken point. There were traces of dark residue observed on the broken shaft. It was also observed that the distal end of the inner hub was deformed (the outside diameter). The distal outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured up to 0.359 inches in deformed area which was out of specification. There were traces of striations observed on the broken shaft near the proximal end of the outer hub. There was no damage noted to the outer tube, outer hub, or the irrigation port. The functional testing could not be performed due to damaged condition of the device upon return. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, after connecting to the m4 handpiece, removal became impossible. There was no patient involved.